Event description:
It was reported that the asymptomatic patient's pulse generator exhibited backup vvi operation during cybersecurity update. The device was restored successfully. The cybersecurity update was not performed. Patient will continue to regularly monitored.